Event description:
It was reported that a downstream occlusion failure occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage. Cold not confirm customer complaint of ¿it was reported that a downstream occlusion sensor (dso) failure occurred during testing¿ by preforming downstream occlusion test 3 times in a row. Unit passed all three test. Upon further investigation, unit failed verifies air sensor test. Replaced air in line sensor. Dso seal was replaced for preventive maintenance, however, once seal was removed dso sensor was contaminated as a result replaced dso sensor and seal. Calibrated dso. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.